Event description:
The patient underwent a diagnostic procedure. The radiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The radiologist pulled the anterior needle before noticing that the posterior needle did not present and apparently missed the barrel. Needle back-down was not successful. Both needles were accessed and removed. Closure was attempted with the sutures from the same device, but hemostasis was not complete. The patient went to successful manual compression. Reports from the field indicate that the anterior needle may have been removed before needle back-down was attempted.